Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that a 2008k2 hemodialysis (hd) machine had low tmp in dialysis mode. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. Follow-up with the biomed revealed the presence of burn damage. The air separator was burned on the top corner near the connector. The biomed swapped the flow relief valve, recalibrated dialysate pressure, and replaced the air separator to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical engineer (biomed) replaced the air separator to resolve the issue. Following parts replacement, the system was confirmed to be operating properly and the device was put back into service. An investigation of the device manufacturing records was conducted for the reported serial number and verified that there were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.